Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 55 months post-implant of a bifurcated device and an infrarenal aortic extension, an endoleak was identified at the main body of the bifurcated device. Reportedly, a computed tomography scan identified an endoleak apparently in the bottom segment of the bifurcated device. The physician chose to reline the bifurcated device with competitor's stent to resolve the endoleak. The patient tolerated the procedure well.